Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic torn, deformed and stretched out with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -12.50/3.5/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens on (B)(6) 2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.